Event description:
It was reported that the device failed to alarm for low spo2. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Related to MFR report number: 1218950-2023-00057. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The philips fse visited the customer facility and evaluated the issue with the customer. The fse analyzed the configuration settings for the spo2 alarm and discovered that the desaturation delay was set to 20 seconds. The fse changed the configuration settings to 10 seconds for all monitors in the neonatal unit per the customer's request. The fse additionally ensured that the patient monitors were synchronized with the power stations. The device was operational after spo2 desaturation alarm configuration changes were completed. The remains at customer site.